Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced stuck button. Customer called with keypad anomaly complaint. And also reported crack on the pump at battery compartment. The customer reported no adverse event. The event involved product(s) mmt-1884l. Troubleshooting was performed, and the issue was not resolved. No harm requiring medical intervention was reported. Product return was requested for mmt-1884l, and the customer response was the insulin pump will be returned.

Manufacturer narrative:
The pump passed the self test. Pump received with intermittent button response. Successfully downloaded history files and traces using thus. No stuck key alarms noted during testing, however, multiple stuck key alarm was found in the pump history on (B)(6) 2024 from 13:57:55.000 until 23:23:33.000. The test p-cap locks properly into the reservoir compartment. Pump was cut open to perform visual inspection and found no physical or moisture damage electronic assembly. The j1 connector on pcba 1 was locked properly during visual inspection. However, peeled keypad overlay and found corroded keypad traces. The following were noted during visual inspection: cracked case behind the pump at the battery compartment, cracked battery tube threads and pillowing keypad overlay. Stuck button alarm did not occur during testing, however, multiple stuck button alarm was found in the history file and pump received with intermittent button response due to corroded keypad traces. Cosmetic damage was confirmed at the case behind the pump at the battery compartment and battery tube threads. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.